Manufacturer narrative:
The reported failure of ventilator service required alarms triggered due to a permanent failure of the internal li-ion battery is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures.

Event description:
The manufacturer received a report that a trilogy evo ventilator was returned for preventive maintenance. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer for evaluation. During the investigation, the device log files were successfully downloaded and reviewed in full. ¿ventilator service required¿ alarms were triggered due to a permanent failure of the internal li-ion battery. Additional errors were associated with conditions including internal battery connection issues with v_wake_int < 10.000v, potential failure of the v_wake_int or check_wake_int circuits, or an analog-to-digital converter (adc) fault. To address these findings, the internal battery was replaced. Separately, and not related to the reported malfunction, the flow sensor was replaced at the customer¿s request as a preventive measure, although no contamination or debris was confirmed. Preventive maintenance activities were also completed in accordance with standard service procedures, including replacement of the air inlet foam filter and particulate filter. Following repairs, the device underwent final functional testing, including battery verification, valve checks, run-in testing, and cleaning. The unit successfully passed all tests and was confirmed to be operating within specifications.